Event description:
During a breast core biopsy using an ethicon mammotome, an ethicon 11 gauge probe would not back out of the tissue freely during an attempt to perform a biopsy. The event occurred during the fourth sample. Upon manual removal by the physician, the probe tip was noted to be jammed with a fibrous lump of tissue in the rotator mechanism. An x-ray of this material was insufficient to determine if a visible amount of calcification could have been a contributing factor.====================== manufacturer response for core biopsy breast probe, (brand not provided)======================an investigation of this event is currently underway at ethicon. Our device was shipped to them (arranged by sales rep). A new mammotome and a new lot# for 11 gauge probes have been brought to us.